Event description:
Gastrointestinal stapling device designed to cut and staple cut but wouldn't staple. The device was removed from the field and retained. Surgeon stated that the device not stapling both prolonged the surgery and necessitated the removal of a little more sigmoid colon.